Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ipg moved was very superficial with a minor corner exposed. It was stated that the environmental factors that might have contributed to this was high bmi( body mass index). It was noted that the patient lead was intact and the ins was replaced/repositioned the ins higher on the body and the issue was resolved. No symptoms were reported and no further complications were noted or anticipated.